Event description:
During the extraction of tooth #29 the bur fell into patients mouth who swallowed it. Patient was sent to (B)(6) hospital where x-rays have been taken and the bur was retrieved via an endoscopy.